Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the implant of a 23 mm sapien 3 valve via transfemoral approach, the valve was implanted too aortic. There was severe paravalvular leak (pvl) and a possibility of migration. A valve in valve procedure was executed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the event, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to position and deploy the thv. As the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency a device history record review and lot history review were not performed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of a malpositioned thv and paravalvular leak were unable to be confirmed due to unavailability of medical record/applicable imagery. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Due to limited information, a definitive root cause for the valve malposition was unable to be determined at this time. Due to the malpositioned thv, wherein the valve landed too aortic, it is likely that the pvl skirt was unable to properly seal against target site, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.